Event description:
New information received notes programming changes were made and false positive pause episodes were still noted, however the frequency slightly decreased. The patient was stable.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient¿s implantable cardiac monitor exhibited false pause that appeared to be due to loss of contact in the pocket. No intervention was performed. It was discussed to have patient come in clinic and attempt to reproduce the false pause. No patient symptoms were reported.